Event description:
It was reported that pump experienced malfunction. It was reported that the customer experienced an elevated blood glucose (bg) level of 515 mg/dl. Elevated bg was addressed by correction injection using multiple daily injections. Reportedly the customer was hospitalized. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 12 pro / 2.9.1 / ios_16.7.2.